Event description:
During attempted implant, the stylet could not be removed from the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to remove the stylet was confirmed. As received, a complete lead was returned in one piece for analysis. The stylet insertion test found that the stylet was unable to be inserted beyond the distal region of the lead. Dissection of the lead in this location found the inner coil was clogged with blood. The cause of the reported event was due to the inner coil being clogged with blood.